Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No button error alarm noted upon testing. No pump error 23 or pump error 24 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the error alert during first and second time, but third time won¿t do anything and she had pressed the keys but still the insulin pump was not responding. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.